Event description:
It was reported to baxter (B) (4) that a patient control module (pcm) overinfused (connected to a basal/bolus infusor) during patient use causing the patient to feel drowsy. The actual flow rate of the two devices together was 60ml/60hr. The total fill volume of the infusor was 60ml: morphine hydrochloride (10ml) and saline (50ml). The infusion finished within 2.5 days. The pcm was connected but it was pushed only several times. The temperature and the height of the restrictor were unknown. The patient recovered on the same date from the event with no treatment. No additional information is available.

Manufacturer narrative:
Device evaluation: the pca watch was received (attached to the infusor) and evaluated by a baxter technician. The reported condition of "overinfusion" was not confirmed. The pcm produced functional results within the specification range. Note: pca watch products are not stand alone devices; therefore, they must be used with an infusor for therapy. See FDA report# 6000001-2009-00895 for the medwatch submitted for the basal/bolus infusor involved in this incident. (B) (4)